Manufacturer narrative:
Additional information: b5, g3.

Event description:
Update (B)(6) 24-sep-2024: further information was provided that the customer has removed the glenoid arthroscopic. It was then further reported that due to an omarthrose an additional surgery was performed and an inverse shoulder-tep was implanted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
It was reported that a revision surgery was necessary on (B)(6) 2016 after the initial implantation on (B)(6) 2013 due to a broke out glenoid. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.